Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that pump time was incorrect. During troubleshooting with tandem technical support, pump time was corrected and insulin delivery was successfully resumed. Customer¿s blood glucose level was 294 mg/dl.